Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle cover was difficult to remove and the non-patient end wouldn't attach to the insulin pen as a result. This occurred with 10 needles during use. The following information was provided by the initial reporter: "mail in pharmacy called in with consumer on the other line. Consumer stated, non patient end will not attach to insulin pen stated, she tried to use two separate pens but pen needle would not attach 10 pen needles affected... Consumer call to say that her son assisted her with removing the covers from the needle. She stated that she is able to get the caps off now. ".

Event description:
It was reported that the bd nano¿ 2nd gen pen needle cover was difficult to remove and the non-patient end wouldn't attach to the insulin pen as a result. This occurred with 10 needles during use. The following information was provided by the initial reporter: "mail in pharmacy called in with consumer on the other line. Consumer stated, non patient end will not attach to insulin pen stated, she tried to use two separate pens but pen needle would not attach 10 pen needles affected... Consumer call to say that her son assisted her with removing the covers from the needle. She stated that she is able to get the caps off now. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.